Manufacturer narrative:
No exact conclusions can be made since the product was not returned to dmta. However, supplemental information provided indicated that the fiber broke due to a break in the ureteroscope that the fiber was used in. The reporting customer provided the following information relative to the broken ureteroscope: "update: dr. (B)(6) performed a ureteroscopy procedure with a flexible digital ureteroscope with the 270 laser fiber. The ureteroscope broke causing a break in the distal end of the scope which forces the laser fiber to snap off. A piece of the fiber approximately 2-2.5 inches broke off in the patient ureter. The piece was retrieved with a semi rigid ureteroscope and flexible grasper." No patient injury occurred because of this issue. It is likely that the fiber functioned according to specifications and only broke because of the associated ureteroscope break. Very likely no fault with the fiber as manufactured.

Event description:
"Hlfd0270c laser fiber tip broke off during a case and fell into the patient. Tac notes: there was no injury to the patient because of this. (B)(6) was not sure if the device will be returned. (B)(6) did not state if they retrieved the fiber tip."